Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. The left atrial appendage (laa) was noted to be a chicken wing anatomy. A laa closure procedure was being performed using fluoroscopy and transesophageal echocardiogram (tee) imaging. It was confirmed there was no pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed with versacross connect (vcc) for laa closure kit and a watchman fxd curve access sheath (was), which then was advanced into the left atrium (la). A 5f pigtail catheter was inserted and advanced to the laa. Subsequently a 27mm watchman flx pro delivery system and closure device (wds) was advanced and deployed. After determining the closure device met release criteria, the closure device was implanted. A post implant effusion sweep was performed on imaging, and a pe was noted, and the certified registered nurse anesthetist (crna) had already been treating the patient's hypotension medically. A pericardiocentesis was performed and over one (1) liter of blood was removed from the pericardium, with auto-transfusion being performed of the entire amount. The flow slowed down but never stopped, so the procedure was converted to an open heart surgery. The heart was interrogated by the surgeon and a cardiac perforation was noted at the end of the laa, which was repaired. The closure device remains implanted. The patient is healthy and expected to fully recover just requiring one overnight stay in the hospital. The physicians believe the cardiac perforation was caused by maneuvering the was deeper into the laa and pushing the was too hard, despite the pe not being noted until after the closure device was deployed.